Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5113529 / 5113749.

Event description:
It was reported that the patient was experiencing increasing pain around the spinal cord stimulator (scs) device. The pain was consistent and felt like a burning sensation and swelling over the top of the implantable pulse generator (ipg) site. The patient was prescribed pain medications. Additional information was received that the patient underwent an scs system explant procedure. The explanted ipg and leads were discarded by the medical facility.

Event description:
It was reported that the patient was experiencing increasing pain around the spinal cord stimulator (scs) device. The pain was consistent and felt like a burning sensation and swelling over the top of the implantable pulse generator (ipg) site. The patient was prescribed pain medications.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to (B)(6) 2024.